Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date is unknown. The user facility report number is mw5101350. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking/biopsy cap device was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, there was a resistance when the physician attempted to place a stent via an endoscope. The procedure was completed with another scope and rx locking/biopsy cap device. The following day, the tech was working with the original scope and discovered a small gauze-like disc in the scope. It was realized that the gauze disc found was from the biopsy cap that was atached to the scope. The sponge was removed from the scope using biopsy forceps. There were no patient complications reported as a result of this event.